Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 212 mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. The caller stated that the device also was stuck in the prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.